Event description:
Customer stated patient sample had creatinine result of 1.6 mg per dl and repeat result of 1.1 mg per dl when repeated same day. Repeat result was reported as it was within normal range. Patient was not adversely affected.

Manufacturer narrative:
The field service representative determined the cause to be possible bad pipetting valve or head valve and he replaced all eight valves. The check test was performed to verify analyzer operation and was within specification. Quality control was also performed.